Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set leakage at the site event on 03-jun-2024. Infusion set has been used for 24-48 hours. The blood glucose level was 300-400mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.